Manufacturer narrative:
Lot number and device manufacture date provided. A medtronic representative reported that they use the instruments in an off label way. They drill through this vertek arm with a stryker hand drill. The site staff have been notified that their usage of the guide is off label.

Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect biopsy guide. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a monteris laser ablation procedure, using a navigation system, their precision aiming device was not staying properly locked. Although occurred during a procerdure, they were able to remain on the correct trajectory, with no adverse effect to the patient. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.